Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds of the leadless implantable pulse generator (ipg) rose after implant due to dislodgement. The device was explanted and replaced with a transvenous system. No patient complications have been reported as a result of this event.